Manufacturer narrative:
Corrected date: d10 - scs ipg was not implanted on (B)(6) 2024 since no ipg was implanted during a trial. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2024 during which the damaged lead was explanted to address the issue.

Event description:
It was reported during a surgical procedure on (B)(6) 2024 to remove the leads after a trial, the right lead was successfully removed but the left lead broke off, leaving the contact portion inside the patient. A surgical intervention may be pending to address this issue.